Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3888-45, lot# v570217, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v593229, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon and power on reset (por) condition. It was reported the patient saw por on the recharger and programmer starting a couple of days prior to call. It was reported the patient was able to clear the por on the programmer with the navigator button.

Event description:
Additional information received reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient reported their battery had ¿gone dead¿ and she wanted to know what to do. There was a communication problem and the patient only observed the reposition antenna screen. The patient also observed the poor communication screen on the patient programmer. The last successful recharge was four months prior (B)(6) 2014. The patient had been in pain lately. The patient always had pain but in (B)(6) the pain increased because she had not been using the stimulator. The patient stated it was in her back. The patient stated she thought she called once before about this issue but never did anything about it. The issue began a ¿couple of months¿ prior to (B)(6) 2014. The patient was ¿sick for a while¿ and was not able to get it taken care of. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).